Manufacturer narrative:
This report is submitted on february 16, 2021.

Event description:
Per the clinic, the patient experienced a loss of osseointegration of the implant (date unknown). The patient was reimplanted with a new device.